Event description:
It was reported that foreign matter was found before use with a pen ndl 31ga 5mm 14bag. The following information was provided by the initial reporter, "the customer found the needle was discolored."

Manufacturer narrative:
Six sealed and one open 31g x 5mm pen needle samples and three photos were returned from lot. No. 9029753, cat. No. 320129. Visual examination was carried out on the returned samples and photos black marks were observed on the hub of the opened sample. No issues were observed with the six sealed samples. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Conclusion: this issue was caused by cross contamination whilst cleaning the moulding press.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found before use with a pen ndl 31ga 5mm 14bag. The following information was provided by the initial reporter, "the customer found the needle was discolored."